Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states the pump had fallen and hit the tile floor. The customer states the driver support cap is protruded. The customer states they were able to push the cap back in. The customer was advised against pushing cap back in. The customer declined loaner pump. The customer was advised to call back at any time to process replacement and return current pump.